Manufacturer narrative:
(B)(4). Voluntary medwatch report #(B)(4) was sent by the facility. The product associated with this report has not yet been returned. Based upon the serial number and partial implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. No additional info has been reported to allergan regarding the actual implant date. Device labeling addresses the reported event of inflammation as follows: "contraindication(s): the lap-band system is contraindicated in: pts with inflammatory disease of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." Device labeling addresses the reported events of band slippage and obstruction as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."

Event description:
Health professional reported the explantation of a lap-band due to "anterior gastric prolapse which caused a partial gastric outlet obstruction with the band remaining in the prolapsed position." It was also noted that "this occurred despite allowing time after removal of all the band fluid." During explantation, it was noted that, "the anterior stomach at the band site and prolapsed above the band. At the site of prolapse and around the band, there was dense fibrotic tissue with edema. The band was unbuckled and the adhesions were taken down. Upon re-buckling the band, the channel through the band appeared quite tight despite the absence of any band fluid. The band was removed."